Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated that there was fluid in the battery compartment. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.